Event description:
It was reported that, "fluted stem had styrofoam from the package on the implant. Surgeon used another stem."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Hospital policy. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.